Manufacturer narrative:
E1: due to word limit, the name of the facility should be (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had anti-fog function abnormality error message. The issue was found during maintenance. There were no reports of patient involvement.